Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent across lesion in the circumflex coronary artery. It was not possible to cross the moderately calcified target lesion; therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon in the left main coronary artery. The stent was successfully removed from the patient using a 1.5mm ptca balloon. The lesion was subsequently pre-dilated with a ptca balloon and the deployment of another manufacturer's stent. The pt was reported to be fine post procedure and there are no additional clinical sequelae reported related to the event. The lesion calcification and no pre-dilatation of the lesion likely contributed to the event.